Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete device information.

Event description:
It was reported that the patient's extension had fractured. Diagnostics revealed high impedances. In turn, surgical intervention was undertaken wherein the extension was explanted and replaced. Post-operatively, stimulation therapy was restored.